Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:at analysis it was confirmed that all bails and bail covers were missing. Device passed incoming test. The device was sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.